Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board radiofrequency (rf) head connector was loose, as a result the lem board was replaced. It was also noted that the power cord door was damaged and the audio loopback was out of specification. Concomitant product: product ID 229047 analyzer. (B)(4).

Event description:
It was reported a clinic nurse said the programmer doesn't find patient and loses communication with devices all the time. The programmer heads were changed out but problem was still occurring. The programmer was returned for repair. No patient complications were reported as a result of this event.